Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an impella cp displayed a distorted pigtail. The patient remains on impella support in critical condition.

Event description:
An impella cp device was inserted via the left femoral artery in a 70-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs) ) with cardiopulmonary resuscitation (CPR), classified as society for cardiovascular angiography and interventions (scai) stage d shock. This was the first use of an impella cp generation c9+ device by the operator. Per the heatlhcare professional, it was reported that chest radiograph imaging obtained on day 0, day 1, and day 3 demonstrated a distorted pigtail configuration. The care team noted uncertainty as to whether the observed pigtail appearance was related to the softer pigtail design of the c9+ generation compared with prior impella cp generations. Per review of the automated impella controller (aic), there were no frequent alarms or events suspected to be associated with the pigtail configuration. The patient remained on impella cp support beyond the indicated duration. On day 8, the patient expired, and the impella cp device was explanted at the time of death. The death is being conservatively reported due to temporal association with impella cp support but more likely due to contributing factors including advanced cardiogenic shock (scai stage d), prolonged downtime prior to return of spontaneous circulation, critical illness requiring extended mechanical circulatory support, and support duration beyond the indicated use for impella cp. Per the advanced surgical consultant, the cause of death was attributed to brain stem injury following prolonged downtime related to cardiac arrest, rather than device performance.

Manufacturer narrative:
B1, b2, b5, h1, h6 updated based on the additional information received.